Event description:
It was reported that during a routine follow-up the right ventricular lead exhibited a high capture threshold. Exit block was suspected. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.